Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited oversensing which resulted to pacing inhibition to asystole when the physician used cautery during surgery. Boston scientific technical services (ts) suggested the field representative to change device to asynchronous mode. Attempts to obtain additional information were unsuccessful. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.